Event description:
The manufacturer received information alleging a failed test steps. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's outlet panel was replaced to address the issue.